Event description:
It was reported that the patient had an infection and that a transesophageal echocardiogram showed vegetations on the mitral valve and lead. Also reported that patient had sepsis with strep pneumoniae. The device and lead were explanted; the patient remained hospitalized for two weeks on antibiotics prior to getting a new system implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.